Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients electrogram (egm) exhibited noise on the right atrial (ra) channel. A physician confirmed the noise was attributed to undersensing of atrial fibrillation (af) and reported an x-ray revealed this right atrial (ra) lead dislodged and migrated to the tricuspid valve. The implanted system was reprogrammed to account for the issues and the ra lead remained implanted as it was determined that the patient was not dependent of atrial pacing. The ra lead remains in service. No adverse patient effects were reported.